Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2011, after the use of the product.

Manufacturer narrative:
Medical records were received and reviewed by the post market clinical staff. The following is based on the medical records provided by the pt's attorney. No autopsy report, or clinic facility logs, or treatment sheets were available for review in the medical record. Death certificate reported cause of death. Immediate cause: pneumonia; diabetic nephropathy on hd; diabetes mellitus, significant conditions contributing to death-atherosclerotic cardiovascular disease. This pt is an esrd pt with a history of diabetes and hypertension. Pt was in the middle of being dialyzed ((B)(6) 2011) was eating and became unresponsive. She was admitted to the hospital and expired in the hospital on (B)(6) 2011. It is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event. There is no history of specific malfunction or product(s) being out of specs. The device was not returned to the MFR for physical eval and product identifiers were not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer during a three month time period. Record review was performed on all identified lots since there is no clear indication as to what lots could have been potentially used during treatment. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process. The supporting documentation does not provide evidence the device caused or contributed to the event. This is one event (death) of two events reported for the same pt involving three products.

Event description:
The following is based on medical records received by the attorney. The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product. Ems reported that on (B)(6) 2011, pt was in the middle of being dialyzed and was eating at approx 1300 hours became unresponsive. CPR initiated at fmc dialysis center. CPR continued with ems, pulse present, rhythm pea (pulseless electrical activity) initially then bradycardia. The hospital physician reported it was uncertain whether she aspirated and caused the stuff in the lungs or whether she had emesis, and then aspirated that way. The physician suspected there was a significant hypoxemic injury. Cns wise, the prognosis was not good. The pt remained critical and essentially unresponsive in the hospital and finally she expired and was not resuscitated on (B)(6) 2011. Death certificate reported cause of death. Immediate cause: pneumonia; diabetic nephropathy on hd; diabetes mellitus, significant conditions contributing to death-atherosclerotic cardiovascular disease.

Manufacturer narrative:
This is one of seven device reports associated with this event. Event 1 mfg no: 1225714-2014-00261, 00262, 2937457-2014-00155. Event 2 mfg no: 2937457-2014-01116, 1225714-2014-04871, 1713747-2014-00297, 8030665-2014-00494. Add'l info has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs #1225714-2014-00261, 1225714-2014-00262, and 2937457-2014-00155.